Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The physician suspected an issue with cuff size or faulty valve in pump. The aus was replaced. There were no additional patient complications reported.